Event description:
The patient contacted baxter's technical service center regarding having had nine cycles when they usually have four, which occurred on the homechoice after use. The patient stated they usually have four cycles but had nine cycles last night. The baxter technical service representative (tsr) reviewed the programming with the patient and it looked to be set for only three cycles. The tsr advised the patient to contact their registered nurse (rn). There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(4) 2011 regarding the reported programming issue. The rn stated they were aware of the issue and it had since been resolved by reprogramming the homechoice. The patient was continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported. No further information was provided.

Manufacturer narrative:
(B)(4). The device is not available for evaluation at this time. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint for the device changing the programming was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. The label review found the labeling adequate for the potential use error in this complaint. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition.